Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting compromised force sensor system alarm from the insulin pump. The insulin pump would not work. They were changing the infusion set and reservoir when the alarm occurred. The customer also reported that insulin was squirting out during the manual prime process. The customer's blood glucose level during the incident was 380 mg/dl. Their current blood glucose level was 250 mg/dl. They were treating their blood glucose with manual injection. It was found while troubleshooting that the drive support cap was protruded. The customer did not recall pressing the cap while connected. Troubleshooting for the high blood glucose was not performed due to the alarm. The device was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self-test and unexpected error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners and missing end cap sticker noted. No moisture damage noted on electronics assembly.